Manufacturer narrative:
The patient reported on (B)(6) 2025 that she experienced skin irritation when using the universal patch device. The patient reported the skin irritation as a burning (sensation), blisters/welts, rawness, and open skin. The patient reported that she did seek medical treatment and the use of a prescribed medication, (an oral steroid), to treat the skin irritation. The patient reported that she did discontinue the use of the device. The patient reported that she did follow the skin prep instructions. The patient reported that she does not have a history of skin sensitivity and/or allergies to metals and/or adhesives. Engineering evaluation was unable to be performed as the universal electrode patch was not returned. The universal patch is single use and disposed after use; therefore, it is not likely to be returned. Any skin irritation is most probable to be a bio-incompatibility issue with the electrode adhesives. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. No single factor or combination factors were identified and/or attributed to electrode skin irritation and associated symptoms. The product labeling advised patient of alternate options and other steps to take if skin irritation develops, including healthcare professional contact as needed.

Event description:
The patient reported on (B)(6) 2025 that she experienced skin irritation when using the universal patch device. The patient reported the skin irritation as a burning (sensation), blisters/welts, rawness, and open skin. The patient reported that she did seek medical treatment and the use of a prescribed medication (an oral steroid) to treat the skin irritation. The patient reported that she did discontinue the use of the device. The patient reported that she did follow the skin prep instructions. The patient reported that she does not have a history of skin sensitivity and/or allergies to metals and/or adhesives.